Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 2 screws part and lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: broken off screw head and part of screw shaft received. The exact article and lot numbers of the complained screws are not known therefore the present complaint cannot be fully analyzed. Diameter of the broken screw head measures 2.9mm, which comply with the specifications of cortex screw ø 1.5mm. Further dimensional inspection cannot be performed due to the damage incurred. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: during surgery for a meta carpal 5 fracture in the right hand, the surgeon used the modular hand set and a six hole plate from the 1.5 module with 6 1.5mm screws with cruciform heads. The surgeon indicated the first screw he wanted to drive in as a lag screw the head broke by tightening directly under the head, the screw head was lost in the soft tissue. The second screw broke a little bit further under the screw head while the surgeon was driving it in through a plate hole, this head was attached. The surgeon was able to grab the shaft of the screw with forceps and twist it out, before getting the remains of the shaft out, another small piece broke off and got lost. Due to the double screw breakage, the surgeon was only able to use two screws proximally for the fracture instead of three. It was reported the patient outcome was satisfactory and the doctor was satisfied as well as the patient. No harm to the patient, no prolongation of surgery. Patient recovery was reported to be normal. This report is for 2 screws part and lot number unknown. This report is 1 of 1 for (B)(4).